Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted an incomplete pouch seal located beneath the over label. A transfer was present on the clear side of the pouch. A bubble test was performed on the pouch seal which identified bubbles from the pouch seal causing the incomplete seal to progress farther. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap transfer set was damaged. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.